Manufacturer narrative:
It was later reported that the physician has been aware that this patient's shock impedance has always been high and that this was a one time red alert. The patient is on dialysis and for now the physician has opted to continue to monitor.

Manufacturer narrative:
Resolution was requested from the field. No further information had yet been received. Investigation is complete. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high shock impedances on this defibrillation lead. No adverse patient effects were reported.